Event description:
Pt quickly exhibited symptoms indicating little or no csf through shunt. During surgery ventricular and peritoneal catheter were checked and found to be patent. Valve was not.

Event description:
The following info was provided by the dr. 'The valve was initially inserted in an attempt to prevent over-drainage. After it was inserted, however, the child had clinical evidence of hydrocephalus. Dr replaced that valve with a..., and pt has done well this far.'